Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0n6lk, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0mv7b, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Information was received from the manufacturer representative that there were impedance issues with the left device. Impedance measurements were taken and the values on unipolar and bipolar contacts were 300-400 ohms. When the history of impedances was examined, the patient¿s therapy impedances on the left side had gone down with the current going up. The right implantable neurostimulator (ins) was fine as on (B)(6) 2015 all case and bipolars were between 1000 and 2000 ohms. The implant was on. When the patient was first implanted they had great effects. However, around (B)(6) 2015, specifically (B)(6) 2014, the patient¿s blood pressure when up really high and they had a temperature and pneumonia. Ever since that day the patient had been worse. The patient had been sent to florida for evaluation and did an MRI to examine if there was a stroke. No clear findings were reported. There was even discussion that maybe the patient didn¿t have parkinson¿s disease. The last time the patient was in, they turned the implant off and the patient¿s facial expressions when down when they turned it off. When they would turn up the settings, the patient experienced side effects of starring, couldn¿t speak, and negative side effects from it being too high. The change in therapy was not related to positional movement. The patient experienced symptoms when the ins was off. The patient was going to be brought back in a few weeks for troubleshooting. They believed the patient did experience side effects or loss of benefit when the implant was turned up or off so they believed ¿electricity getting down to electrodes.¿ the patient experienced no side effects of tingling. They were not getting benefit. They couldn¿t tell if the loss of benefit was more on one side or another. It was a sudden change in therapy/symptoms. The patient was implanted for parkinson¿s dual and movement disorders. Additional information received 7 days later reported the patient was going to be seen on that day to check impedances and review with technical support on the telephone to assist and determine what the next step should be. The issue had not been resolved yet. Additional information received 12 days later reported the manufacturer representative was not aware of any confirmation that the patient¿s pneumonia and previous incident was related to the deep brain stimulator (dbs). Impedances were higher than his last visit and not below the 250 ohms. However, they were still lower than the initial readings post-implant. No action was being recommended at the time expect to monitor his impedances at each visit and to make sure they do not drop below 250 ohms.